Manufacturer narrative:
Terumo did receive the actual device, plus the customer sent 18 add'l samples from the same lot number. Visual inspection noted no anomalies. Performance test confirmed that all samples calibrated successfully; however, one sample did give an error message for all sensors. It was discovered that the blue luer cap was not loosened, which needs to be in order to calibrate unit. The IFU states to read entire cdi operator's manual before use, chapter 2 of the manual addresses calibration. A review of the complaint files could not confirm that there have been previous reports for this lot. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4): visual inspection.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the shunt sensor did not perform. This occurred 19 times, however, no event info was provided for the other 18 events. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.